Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined the analyzer needed additional adjustments. The fse then performed a gear pump, cell rinse, sample probe, and reagent probe adjustments. He also replaced the heat-cut filter and completed a successful cell blank measurement. He verified the instrument's performance by confirming all mechanisms were working properly. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable total protein gen.2 (tp2) assay results from two patient samples tested on the cobas pro c 503 analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial result was reported outside of the laboratory. The reporter stated that the albumin/globulin (a/g) ratio was not processed and calculated in their laboratory information system's (lis) pending log prompting the rerun of the patient sample. The initial result was 3.1 g/dl. The repeat result was 6.9 g/dl. The repeat result closely matched the previous run from the system and was deemed correct.